Event description:
The patient reported experiencing elevated blood glucose of 27 mmol/l (486 mg/dl) in the middle of the night. The patient's normal blood glucose level is 7 mmol/l (126 mg/dl). The patient found that the cannula of the infusion site was cracked. The patient changed the infusion site and one hour later, an e4 (occlusion) error was displayed on the infusion device. The patient changed the infusion set and had no further issues. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Results code: no product will be returned for evaluation.